Manufacturer narrative:
The device will not be returned according to the field. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of greater than 125 ohms. The patient was hospitalized and surgical intervention was performed to explant and replace the ICD. No additional adverse patient effects were reported.